Event description:
Patient reports that pump is pushing too fast. No other information known. Pump serial number: (B)(6). Pharmacy replacing device. No interruption to therapy, missed dose{s) or adverse event[s) reported due to product issue. Troubleshooting was not reported. Device is available for return. Reported to (B)(6) by pt/caregiver.